Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a prompt that the device has been disabled. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that there was a prompt that the device has been disabled. The customer was guided to perform operational checks and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.